Event description:
As reported by the (B)(6), during index procedure the patient experienced the event of an ischemic stroke. Also after pre-dilation with a 4mm aviator balloon, the patient had a drop in blood pressure. The patient was given atropine 1 mg ivp. The patient is a (B)(6) female. The target lesion location was the ostium of the right internal carotid artery (r6). The vessel was described as moderately calcified and moderately tortuous. The rate of stenosis was 80%. There was a contralateral stenosis of 95% present. An angioguard ((B)(4)/ lot 71112416) embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated with a 4mm aviator balloon and a precise ((B)(4)/ lot 15600508) stent was deployed at the lesion. The stent was post-dilated with a 5mm balloon (brand unknown). The angioguard was removed and upon inspection there was no debris found in the basket. During the procedure, post stent placement but prior to post-dilation, the patient suffered an adverse event described as left sided hemiparesis. A code 1 stroke alert was called but no medical treatment for the stroke was provided since the symptoms started to resolve on their own. The event lasted less than twenty-four hours. Recovery was full with no deficit. The diagnosis was an ischemic stroke. The patient was discharged the next day with a nih stroke score of 0. An MRI of the brain was perform post procedure and revealed a tiny 2 mm acute infarct in the right frontal subcortical white matter at the vertex. A remote micro hemorrhage was present in the left temporoparietal lobe. Positive for acute infarct, negative for hemorrhage, mass.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2013-00194, 1016427-2013-00035, and 9616099-2013-00195.

Manufacturer narrative:
As reported by the (B)(4) study, during index procedure the patient experienced the event of an ischemic stroke. Also after pre-dilation with a 4mm aviator balloon, the patient had a drop in blood pressure. The patient was given atropine 1 mg ivp. The patient is a (B)(6) female. The target lesion location was the ostium of the right internal carotid artery. The vessel was described as moderately calcified and moderately tortuous. The rate of stenosis was 80%. There was a contralateral stenosis of 95% present. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated with a 4mm aviator balloon and a precise stent was deployed at the lesion. The stent was post-dilated with a 5mm balloon (brand unknown). The angioguard was removed and upon inspection there was no debris found in the basket. During the procedure, post stent placement but prior to post-dilation, the patient suffered an adverse event described as left sided hemiparesis. A code 1 stroke alert was called but no medical treatment for the stroke was provided since the symptoms started to resolve on their own. The event lasted less than twenty-four hours. Recovery was full with no deficit. The diagnosis was an ischemic stroke. The patient was discharged the next day with a nih stroke score of 0. An MRI of the brain was perform post procedure and revealed a tiny 2 mm acute infarct in the right frontal subcortical white matter at the vertex. A remote micro hemorrhage was present in the left temporoparietal lobe. The test was positive for acute infarct, negative for hemorrhage, mass. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. Hypotension is a well-known potential complication of this type of procedure and is listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #9616099-2013-00194, 1016427-2013-00035, and 9616099-2013-00195.